Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "wrong label put on package". It was unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the products and their medical applications because of expiration date error, illegible information, inaccurate information, unclear information and inadequate or insufficient training in relation to tiemann model, lubricath®, 2-way, 30cc balloon, french size 14.

Event description:
It was reported that the survey respondent stated no, they did not agree that the instructions for use (IFU) for the following bard or becton dickinson products provides sufficient information about the products and their medical applications because of expiration date error , illegible information , inaccurate information , unclear information and inadequate or insufficient training in relation to tiemann model, lubricath®, 2-way, 30cc balloon, french size 14.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.